Manufacturer narrative:
(B)(4). To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and mesh was implanted. The patient needed major surgery to excise portion of vaginal mesh exposed. No further information is available.